Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified 3 consecutive pump error 53 alarms line number: 65535 file number: 65535 in the adapt tool fault error log due to reasonfromlog on the as per global logic analysis 3848525. No date time listed in the adapt tool fault error log for pump error 53. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to pcb1 board, and physical damage to battery tube and pcb2 during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, stained keypad overlay, battery cap contact damaged, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, label damage(serial number label faded), corroded battery tube, damaged display window cover, and pillowing keypad overlay. Cosmetic damage was confirmed at back during analysis. Critical pump error (open book image) alarm was confirmed during analysis, due to a fatal alarm, pump error 53. Pump error 53 confirmed due to moisture damage to pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.